Event description:
Boston scientific received information that this device has been explanted and is expected to be returned for a post market longevity evaluation. During clinical follow-up approximately 1.5 years earlier, the battery registered 3.5 years remaining longevity. The device was then checked the following year, at which time only 1.5 years remaining life was noted. During the most recent interrogation, the device had reverted to end of life (eol) and removed from service. No specific adverse patient effects were reported and another boston scientific device implanted in the absence of reported complication.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Event description:
The explanted product was returned to boston scientific for a post market longevity assessment .

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed. The device battery status was confirmed to be eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life did fall slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.